Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 133 mg/dl, compared with the sensor glucose reading of 53 mg/dl. The customer's blood glucose reading at the time of the call was 136 mg/dl. The customer was assisted with troubleshooting the sensor. The customer was advised that he would receive a replacement sensor. Nothing was returned for failure analysis.